Event description:
It was reported that the device did not secure clips in place. It didn't squeeze together when fired. Case was completed with another device of the same product code. There was no pt consequence.